Manufacturer narrative:
This report is filed november 12, 2014.

Event description:
Per the clinic, the patient experienced healing issues at the implant site and was treated with antibiotics (specific date, duration and dosage not reported), however, the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, october 7, 2014.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.